Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with unknown mentor gel implants experienced bilateral rupture post procedure. The rupture was diagnosed through magnetic resonance imaging in early 2019. On the implants was stated to be ruptured within, and the other ruptured on the outer shell. The ruptures were confirmed by a physician on (B)(6) 2019. As a result, the devices were replaced with allergan gel implants on (B)(6) 2019. See 1645337-2019-22273 for contralateral prosthesis report.